Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. She stated that the insulin pump alarmed no delivery excessively so she stopped using the device. The customer's blood glucose was 375 mg/dl. She was advised to disconnect and reconnect the tubing and reservoir. She was advised to replace the plunger and manually push the plunger, and she verified that insulin did exit. She was advised to rewind the insulin pump, reinsert the reservoir into the device, and run a manual prime to at least 5.0 units. She stated that the insulin pump alarmed no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.